Manufacturer narrative:
Although requested, patient information was not provided by the customer. The customer¿s report of a suspected overinfusion was not confirmed. The devices were not returned for investigation; only the device event logs, and customer dataset were received. The pcu event log shows there were two pump modules programmed to run basic infusions at 200ml/hr during this period, however the first pump module only infused for approximately 2 minutes before it was paused and then subsequently channeled off after experiencing multiple air in line alarms. The second pump module also experienced multiple air in line alarms, however, was able to start after the fourth air in line instance at 2:37 pm and then infused until 3:05 pm when the device alarmed for air in line again. The device was then channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 94.55ml. The pump module was not returned for investigation. The root cause of the reported suspected overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
It was reported that the patient told the nurse that he thinks the methylprednisolone 1,000mg/100ml infused "too fast". It was noted that the infusion was setup to run at 200ml/hr, was started at around 1430 and ended at 1500. The nurse verified that the medication infused as intended. There was no patient injury.